Event description:
It was reported that during a vats procedure, the device felt very stiff when trying to close. When it was fired it did not fire properly. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Damaged firing mechanism. Eval summary: the analysis results showed that the device was received with the firing mechanism damaged in the opened position, and with no cartridge present. No functional test could be performed due to the condition of the device, however the device did opened and closed without any difficulties. The device was disassembled to verify the condition of the internal components and one firing trigger teeth was found broken. In addition the right wedge was found bent while no conclusion could be reached as to how the firing trigger and the wedge became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.